Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product found signs of use (nicked or gouged) and the dovetail feature is flared and compressed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in lps-flex fixed bearing knee surgical technique (97-5964-102-00-rev0616) pg. 15-17. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component option for cemented use only size e right, item#: 00599601552, lot#: 64432266. Stemmed tibial component precoat size 5, item#: 00598004701, lot#: 64368539. Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface would not seat with the tibial tray. Repeated attempts were unsuccessful during the operation. After replacement of the same product, it was successfully implanted, and the operation was delayed for thirty minutes. There is no additional information available at this time.